Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post open incarcerated inguinal hernia repair w/small bowel resection, the initial case was completed without issue, but the patient returned to the hospital with infection. They discovered that the suture broke free from abdominal closure. They noted that the suture was applied at the bottom and the patient needs to undergo re- operation to address wound dehiscence that occurred. They specified that the suture was not to blame because there was no evidence to support, and the patient was obese, smoker and with other health challenges.